Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, high pacing thresholds were observed and unable to be resolved. The lead tip was relocated several times so as to find a better position however, none were obtained and the lead removed from the procedure. An infection and pericardial effusion were a post procedure observation; no additional intervention was required for either issue. The attempted implant lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of high thresholds and the analysis process did not reveal any product abnormalities that would have caused or contributed to the post implant findings. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this lead, high pacing thresholds were observed and were unable to be resolved. The lead tip was relocated several times so as to find a better position however none were obtained and the lead removed from the procedure. An infection and pericardial effusion were a post procedure observation; no additional intervention was required for either issue. The attempted implant lead was later returned for analysis.